Event description:
While advancing the enterprise stent into the prowler select plus microcatheter, the enterprise stent got stuck inside the mc. The enterprise stent is located approximately 6 cm into the prowler select catheter. This happens two times. He used the devices since one day and he reported about difficult anatomical condition. There was no patient injury reported with the event, but due to the event, the procedure was prolonged 60 minutes because the vessel had to be explored 3 times. During the event, the enterprise stents and microcatheters were removed as units. A dedicated saline heparinized saline source was connected to the microcatheters while introducing the stents and at all times. The microcatheters were not re-shaped. Besides the reported, no other damages were noticed on the devices (unraveled, stretched, kink, bend, fracture, separated, stent damaged on any kind, etc). The target site was the basilar artery with difficult anatomical conditions. The devices will be returned for analysis.

Manufacturer narrative:
While advancing the enterprise stents into the prowler select plus (mc) microcatheters (606s255x/15619024), the enterprise stents (enc452800/10115523) were stuck inside the (mcs) microcatheters. The enterprise stents were located approximately 6 cm into the prowler select catheter. This happens two times. The devices were used on the same day and were reported about difficult anatomical condition. There was no patient injury reported with the event, but due to the event, the procedure was prolonged 60 minutes because the vessel had to be explored 3 times. During the event, the enterprise stents and microcatheters were removed as units. A dedicated saline heparinized saline source was connected to the microcatheters while introducing the stents and at all times. The microcatheters were not re-shaped. Besides the reported, no other damages were noticed on the devices (unraveled, stretched, kink, bend, fracture, separated, stent damaged on any kind, etc). The target site was the basilar artery with difficult anatomical conditions. The devices will be return for analysis. Two non-sterile enterprise vrd and delivery systems were received coiled inside of a pouch. Also, two non-sterile select plus microcatheters were received. The two enterprise systems were received inside of the dispenser and no obvious damages were noted on them. One of the microcatheters showed a compressed section and accumulation of dried blood residuals, the other microcatheter showed a kink and blood residuals accumulation as well. These microcatheters were analyzed separately. During flushing and functional test of the two involved microcatheters, it was noticed that the stents from each of the two received enterprise systems were stuck inside of each one of the two received microcatheters, this apparently because of the catheters damage conditions as well as due to dried blood accumulation. The two stents were inspected under microscope and no anomalies were observed on any of the two stents. Also, the two received enterprises were inspected under microscope and no anomalies or damages were observed on them. No functional tests could be performed as the two enterprise stents were received stuck inside of the two involved microcatheters and these were damaged. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10115523. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Functional testing could not be performed due to the damages on the microcatheters, the dry blood inside the microcatheters, and the stents stuck inside the microcatheters. The report that the delivery systems never exited the distal end of the (mcs) microcatheters and that the mcs and enterprise system were removed as a unit indicates that the procedural factors contributed to the event. With the functional testing the delivery wire was inserted into and able to pass through the involved mc. No difficulty was encountered during its insertion. The exact cause of the reported event and damages found on the returned enterprise delivery wire could not be definitive determined; however, based on the reported event and the sem analysis, it appears that procedural and post procedural factors contributed. The device did not present any indication of manufacturing defect or anomaly contributing to the event as reported. Neither the product analysis nor the device history record review indicates a relationship to the manufacturing process. Therefore, no corrective action will be taken at this time. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00336 and 1058196-2012-00337.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10115523. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable the product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00336 and 1058196-2012-00337.

Manufacturer narrative:
Please note that the involved unit is an enterprise stent (enc452800/10115523) which at this time we are currently working to update in or complaint handling system. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is 2 of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00336 and 1058196-2012-00337.